Manufacturer narrative:
Additional information: d6, e1, and e3

Manufacturer narrative:
Date of event: event date is estimated to be in (B)(6) 2020. Source: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.